Event description:
The (B)(6) purchased 6 grade 4 lasers designed by the MFR referred to in this document via its (B)(4) distributor. On this occasion (and there were others) one of the lasers caused serious and significant burns to the back of the pt (B)(6). (B)(6) has successfully sued the (B)(4) distributor in the high court in (B)(6) and was, on (B)(6) 2019, awarded damages of the (B)(6) plus costs for claims / warranties made by the distributor (and the same claims that are still being made by the MFR). (B)(6) was able to mitigate the permanent impact of the burns to the pt through an extensive course of skin treatments. The lasers obtained 510k approval from the FDA on april 6, 2016 (k153566). We do not believe that the mfrs have made a disclosure to the FDA in respect of the issues faced by (B)(6) and its clients. The case was complex but the findings of the judge can be found at (B)(6). (B)(6) engaged 2 experts (clinical and technical) as part of its litigation to assess the safety and efficacy of the lasers. These experts' reports can be provided on request. Magma laser (510k ref k153566). FDA safety report ID# (B)(4).